Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that high blood glucose has been experienced, after a bolus, and believes that it may be due to the insulin pump. Customer indicated that he went to the emergency room for their high blood glucose of 330 mg/dl. Customer also indicated that the blood glucose would not come down even after administering more insulin. Customer declined to troubleshoot for high blood glucose and the call was transferred. No further information was given.